Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event on the backup battery use count increasing was not confirmed. The reported event of the patient not hearing alarms was not confirmed. The reported event of damaged to the system controller power cable was confirmed via analysis of the returned controller. Visual inspection of the system controller (serial number: (B)(6)) revealed a small tear in the outer jacket near the strain relief on the connector side of the white cable, exposing the underlying protective layer. The electrical integrity of the wires were evaluated, and no issues were observed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The auditory and visual alarms functioned as intended throughout testing. System controller event log files were submitted and downloaded for review, and data from the reported event date of 13mar2024 was reviewed. The data in the log file did not indicate any issues with the system controller. No atypical events or alarms were observed in the log file. The pump maintained a speed within the low-speed limit without issue throughout the log file. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (doc #(B)(4), rev. D) section 5 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. Heartmate 3 instructions for use (rev. C) section 3 ¿powering the system¿ and heartmate 3 patient handbook (doc #(B)(4), rev. D) section 3 ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use (rev. C) section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook (doc #(B)(4), rev. D) section 6 ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories , including their controller power cables , for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the clinic healthcare providers had been watching the patient's emergency backup battery (ebb) use count over the last few months. The patient had several alarms on their system controller but denied hearing any alarms. The clinic replaced their mobile power unit (mpu) last month and the patient only had 1 ebb use since then, which they also said did not alarm. The clinic did not see any alarms on the patient's log file history that would require ebb use. Because the patient wasn't hearing any audible alarms from their system controller and there was a tiny slit on the white power cable of the system controller, the clinic changed the patient's system controller. Log files were submitted for review. The event logs did not capture any notable alarms but did note that the ebb use count was at 125. Related manufacturer reference number: 2916596-2024-00975.